Manufacturer narrative:
It was reported by customer that the male luer was missing and it caused 15 ml of hydromorphone medication to waste. No product or photo was returned by the customer. The customer complaint of misassembly could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2260-0500 lot number 24025014 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Material # 2260-0500. Lot # 24025014. It was reported by customer that the male luer was missing and it caused 15 ml of hydromorfone medication to waste. Verbatim: rcc received a complaint via phone. Pir attached. Productcomplaint. Product #2260-0500. Lot # 24025014. Description: defective item, the male luer was missing and it caused 15 ml of hydromorfone medication to waste. No patient or hcp impact known to reporter. Physical sample is available. Facility: (B)(6) hospital. Address: (B)(6).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.